Manufacturer narrative:
The device was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint that the unit lost power; the device performed according to our specifications upon receipt. The operator's manual includes a troubleshooting guide, which provides actions to be taken in the event that the device is set to "on" but not activated. Without additional information, it is difficult to determine what occurred in this case. It was reported that the user facility was successfully able to use another unit and no patient injury was reported. We will continue to follow up with our investigation and should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "about 3 hrs into using the criticool it randomly shut off. The nurses tried to move the device to a different outlet and tried multiple times to turn it on but they were unfortunately unsuccessful. (B)(6) informed (B)(6), picu staff, that there were currently 3 other criticools located in the nicu and instructed him to see if they could lend him one for the mean time. At 330am est (B)(6) was informed by (B)(6) that he was successfully able to borrow a criticool from the nicu and that it was currently running fine."